Event description:
It was reported that the customer was hospitalized due to hyperglycemia and cardiac arrest. The customer's blood glucose reading was over 400 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The cannula of the infusion set, the customer was using at the time of the event, was bent. No health or lifestyle issues were noted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.